Event description:
It was reported that the patient received several inappropriate shocks. There was elevated sensing integrity count (sic). Follow up confirmed the device therapies were turned off. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).